Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: pt hybrid glen post regenerex catalog#: pt-113950 lot#: 793660. Unknown humeral head catalog#: unknown lot#: unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty revision due to breakage of the glenoid post from the glenoid component approximately 5 years post-implantation. The humeral head, glenoid, and glenoid post were removed and the patient was converted to a hemi shoulder by placing a new humeral head and packing bone graft into the glenoid deficit. The surgeon suspects the glenoid may have loosened, but this could not be confirmed.

Manufacturer narrative:
Cmp-(B)(4). Customer has indicated that the product will not be returned [as it was discarded at the hospital] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03198 and 0001825034-2017-03199.

Event description:
It was reported that the patient underwent a right shoulder arthroplasty revision due to breakage of the glenoid post from the glenoid component approximately 5 years post-implantation. The humeral head, glenoid, and glenoid post were removed and the patient was converted to a hemi shoulder. The surgeon suspects the glenoid may have loosened, but this could not be confirmed.